Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d3, d9, g1, g3, g4, g6 and h2. Corrected data: g4 additional information: d3, & d9.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self. The user states that binaxnow covid-19 antigen self was performed and generated negative results. Repeat testing was performed and generated postdive results. The user also states there was a small amount of blood present with the repeat test. The user stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.